Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise resulting in inappropriate shock was reported by the patient. An increase in pace impedance measurements was also noted. An x-ray was done which confirmed a fracture near the subclavian of this right ventricular (rv) lead. Noise was also reproduced with arm movement. The device was reprogrammed and a lead revision would be performed at a later date. No adverse patient effects were reported. This is a duplicate report, refer to report number (B)(4) for information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise resulting in inappropriate shock was reported by the patient. An increase in pace impedance measurements was also noted. An x-ray was done which confirmed a fracture near the subclavian of this right ventricular (rv) lead. Noise was also reproduced with arm movement. The device was reprogrammed and a lead revision would be performed at a later date. No adverse patient effects were reported.